Event description:
It was reported that pump displayed malfunction alarm, but no blood glucose readings or symptoms were provided. There was no reported impact to the customer¿s blood glucose level. No troubleshooting details or corrective actions were documented, and customer later confirmed pump would not be returned, with no additional follow-up information received regarding outcome of event.